Event description:
It was reported that the insulin pump alarmed no delivery and it had suspended insulin delivery during a basal previously. The customer experienced high blood glucose levels, with a reading of 384 mg/dl. The customer treated with a bolus of 13.1 units of insulin using the insulin pump. He stated that the alarm was resolved by an infusion set change. He was unable to troubleshoot due to this having been a past event. Advised the customer to perform a complete infusion set change as soon as possible. He declined return of the infusion set and reservoir for analysis. No bent cannulas on the infusion set were noted. Advised him to call when the issue occurred for proper troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.